Event description:
It was reported that during a da vinci-assisted prostatectomy - simple transvesical surgical procedure, the fenestrated bipolar forceps instrument's distal tip got broken outside the patient's anatomy. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. A visual inspection was performed, and the instrument was observed to have a broken lower molded insulator on the grip tips, with fragments of the lower molded insulator observed to be detached. The broken piece measured approximately 2.3mm x 9.3mm and was not returned with the instrument. There was no external damage to the housing and snake wrist cables. Each input disk was manually articulated and responded accordingly. The release buttons were functional. The instrument was found to have a detached fragment on the lower molded insulator from the grip tips. For clarification, part of the broken lower molded insulator was still attached to the instrument due to the conductor wire, but fragments of the lower molded insulator were observed detached. The instrument was found to have a lodged component. A visual inspection was performed, and the tube adapter was observed to have a lodged sheath coextrusion at the distal wrist. As a result of the lodged sheath coextrusion, the in-house instrument sheath was found to exhibit excessive friction during installation. The instrument was found to have an improper fit with an in-house instrument sheath. An in-house sheath was placed on the returned instrument, and friction was felt during installation, but when installing the in-house sheath to an in-house instrument, no friction was felt due to the lodged sheath coextrusion. The instrument was found to have a bent main tube located between shoulder one and shoulder two. The bent is approximately 418mm from the distal tip. The instrument was found to have residue observed on four of the clamping pulleys, located inside the backend of the instrument. The instrument was found to have multiple corroded bearings. The housing was removed for inspection, and orange discoloration was observed on six bearings near the clamping pulleys, grip input and section gear, which indicates corrosion. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause of a bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. This issue can be resolved by using an alternate instrument to complete the procedure.